Event description:
Information received by medtronic indicated that the insulin pump rejected new batteries. The customer also stated that the serial number on the back of the insulin pump fell off and the insulin pump screen was scuffed in two areas. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.